Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to unspecified reasons. A new ipp pump was implanted. Only the pump was replaced because the other components were working properly when tested.